Event description:
It was reported that the right ventricular lead exhibited noise. Non-sustained oversensing episodes were noted after that. The lead was capped on (B)(6) 2017. Since there was no access to replace the lead on the same side a new right ventricular lead was placed on right side on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.